Event description:
Guidewire has been blocked during insertion. It has only been possible to take it out together with the introducer. They found a piece of plastic inside the lumen of the introducer, may be responsible of the blocking of the guidewire.